Event description:
A break in the retention dome upon traction removal. The indwelling period was 178 days. The traction removal was performed under transnasal endoscope. The dome portion was not removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.